Event description:
It was reported that the patient experienced hyperglycemia while using the ilet bionic pancreas shortly after initial connection, with a highest blood glucose of 467 mg/dl following breakfast and receipt of a small bolus; the caregiver was instructed to replace all infusion and sensor supplies, insulin delivery was resumed, and education was provided regarding the pump learning phase. Symptoms included elevated blood glucose without loss of consciousness or other acute neurologic or systemic symptoms. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and return of glucose to target range later the same day; ketone testing showed trace ketones and the caregiver followed the ketone action plan. Investigation included technical troubleshooting with the caregiver and education on device use. Investigation of this case revealed no confirmed device malfunction, with potential contributing factors including early learning-phase adaptation, meal-related demand, and supply replacement as a precaution. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.